Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred when the customer changed the cartridge. The customer reloaded the cartridge and a minimum fill message occurred. Reportedly, there was 300 units in the cartridge. The customer loaded a new cartridge and another minimum fill message occurred. The customer's blood glucose (bg) level was 243 mg/dl and the bg level was addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been performed and the reported alarm 1 was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (minimum fill message) could not be verified.